Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that no additional information can be provided for the current status of the health care professional.

Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction of flailing/wobble. However, it was noted that the bearings were worn with slight corrosion. This finding may have contributed to the user¿s experience. It was also noted that the color band and laser markings were faded and illegible. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. This report is not a complaint as there is no allegation of deficiency or serious injury. This is a repair request that was escalated for evaluation of reportability. It was determined this is not a reportable event and will be handled as a routine repair request. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of jumping drill and flailing. No patient impact reported. Repair request escalated to a product event based on reason for return. On follow up, it was confirmed that there was no patient impact, however due to jumping and skipping of the drill, it caused fatigue to the arms/hands of the health care professional. Additional information is currently being requested regarding the event and the current status of the health care professional.